Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. All device components were removed and discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(6); batch: 20823596/20823596.